Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that almost 1 month after dental implant was installed in intraoral region #29, its non-osseointegration was observed. The patient presented bone type ii. The dentist also reported the presence of infection.